Event description:
Information was received that the pneupac ventilator malfunctioned. It was reported that when it switched to auto setting it jumps out of it". There were no adverse events reported.

Event description:
Additional information received 21 november 2020: issue discovered during testing. No patient involvement.

Manufacturer narrative:
No patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated. The momentary valve assembly was damaged. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.